Event description:
The customer reported that the device jaws could not be re-opened while on tissue during a vaginal-assisted hysterectomy. The device jaws were removed from tissue manually with no tissue damage or injury. The surgeon opened a second instrument and completed the procedure with no further difficulties. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.